Manufacturer narrative:
Batch review performed on 09 april 2025. Lot 2465088: (B)(4) items manufactured and released on 13-jan-2025. Expiration date: 2029-12-04. To date, 5 items have been implanted. Additional implant involved, batch review performed on 09 april 2025: acdf 03.18.632 mecta-c sa drill screw lag ø3.8x14 (2x) lot 2465090: (B)(4) items manufactured and released on 13-jan-2025. Expiration date: 2029-12-04. To date, 7 items have been implanted. Investigation performed by washing and packaging manager: the two lots involved were washed in the biowash on the same day by one operator. Once the washing was completed, they were unloaded into another room by a different operator. It is assumed that the mix-up occurred at this stage, during unloading, when the tray was mistakenly associated with the wrong route card. During packaging in the cleanroom, the operator performed the checks required by il 07.17, which were successfully completed. However, since these items are not lot-marked, the operator did not follow il 07.35-r rev.8, which specifies that for unmarked products, at least one item per lot must be checked according to final control instruction 08.10.022-r rev.0. The actions already implemented to mitigate the risk of mix-ups following this event include the introduction of tags to secure the association between parts and route cards, the introduction of dedicated carts for the biowash area to minimize the movement of racks, and the revision of the flow management instruction il 07.35-r and the biological washing instruction il 07.03. We will also proceed with revising the control instructions, with a focus on unmarked products, making them even simpler and more straightforward to apply. CAPA file has been open to prevent a reoccurrence of the event. Recall has been initiated to remove the items from the market. Us was not involved.

Event description:
During surgery, inside the packaging of mecta-c sa drill screws lock ø3.8x14 (x2) (ref 03.18.622 lot 2465088), mecta-c sa drill screws lag ø3.8x14 (x2) (ref 03.18.632) were found instead. New screws lock of different ref were used to complete successfully the surgery. Since the screws are not lot-marked, it was not possible to identify the lot of the items found inside the packaging. By reviewing the production data shift, it was found out that on the same day (06 dec 2024), only one similar product (ref 03.18.632 lot 2465090) has been packaged. This matches the product that was found upon opening the packaging (ref 03.18.632) allowing to conclude that a full swap of subcomponents occurred between the two lots involved.

Manufacturer narrative:
All the pieces of the two lots have been retrieved from the market and were received at m.int warehouse. There wa no pieces in us. The root cause of the mix up is relates to a lack of effective component verification during production of the two lot numbers involved.